Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that there was strong resistance when pulling put the wire snare from (3) ar-1588btb-2j tightrope ii btb; it could not be assembled. The case was completed using a new product. This was discovered on the back table during a procedure on (B)(6) 2023. Additional information received on 7/21/2023: this was discovered during an aclr procedure and completed using products from another manufacturer.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.